Manufacturer narrative:
Approximate age of device ¿ 3 years, 4 months. The event occurred at (B)(6) center. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that transient pump stoppages and driveline disconnected alarms were observed in the system controller history on (B)(6) 2017. The patient reportedly felt the pump vibrating during the event. All the incidents occurred while the pump was on battery support. The patient was reportedly asymptomatic during the alarms. The external driveline was inspected and no creases or breakage was observed. The patient refused admission; therefore a driveline x-ray at outpatient radiology laboratory was scheduled. The patient was advised to be admitted if the alarm recurs. The submitted x-ray images reviewed by the manufacturer¿s technical services representative were unremarkable. The patient appears to be keeping the pump on battery power while sleeping rather than switching to a power module, as per the instructions for use. Subsequently, the patient was reminded to switch the lvad to ac / power module support prior to sleeping at night. No additional information was provided.

Manufacturer narrative:
The additional information in describe event or problem clarifies and supplements the information reported in follow-up medwatch #2 that was received subsequent to requests for additional information. Additional information - patient and device codes added. Review of the submitted system controller log files confirmed the reported pump stoppages and also revealed significant elevations in pump power; however, a specific cause for the interruptions in pump function and parameter fluctuations could not be conclusively determined through this evaluation. Moreover, a direct correlation between the device and the reported ventricular tachycardia, kidney disease, and subsequent patient outcome could not be determined through this evaluation. Review of the log file dated (B)(6) 2017 showed that a total of 4 brief low speed/pump stoppage events were captured on (B)(6) 2017 while the system controller was connected to battery power. Significant elevations in pump power up to 13.4 watts were recorded preceding the first pump stoppage on (B)(6) 2017. Review of the system controller log file dated (B)(6) 2017 appeared to show the pump operating as intended from (B)(6) 2017 with stable parameters and no interruptions in pump function or atypical alarms. The submitted log file dated (B)(6) 2017 began at timestamp (B)(6) 2017 at 13:24 and appeared to show normal pump operation with stable pump parameters until timestamp (B)(6) 2017 at 12:25, when a pump stoppage associated with driveline disconnected alarms was captured. From timestamps (B)(6) 2017 at 19:49 to (B)(6) 2017 at 12:37, the pump again appeared to be operating normally with baseline parameters. Subsequently, from timestamps (B)(6) 2017 at 13:59 to (B)(6) 2017 at 19:48, multiple low speed events and pump stoppages were captured, which were associated with low speed advisory/hazard alarms, low flow hazard alarms, elevated pump power values up to 21.2 watts, and a single driveline fault alarm. All interruptions in pump function captured in the system controller log files occurred while the system was operating on battery power and appeared consistent with potential driveline wire damage. The hospital reportedly suspected a driveline wire fracture; however, potential driveline wire damage could not be confirmed as the device was not explanted from the patient and therefore was not returned for evaluation. Cardiac arrhythmia and renal failure are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that an hour following the patient¿s admission on (B)(6) 2017, the system controller display was found to be blank, and when the system controller was connected to a system monitor no data was displayed. A system controller exchange was performed and a driveline fault alarm occurred on the new system controller. At this moment, the pump had stopped operating completely and was unable to restart regardless of change in the patient¿s movements. No pump sound was heard when auscultated. The patient remained hemodynamically stable and a decision was made to monitor for potential myocardial recovery. Bedside echocardiography showed a left ventricular ejection fraction of 35% and the patient achieved a distance of 340 meters from a 6 minute walk test, thus the patient was subsequently discharged home on (B)(6) 2017. The patient was readmitted for mild heart failure symptoms with worsening renal function a week later on (B)(6) 2017 and responded to the escalation of medical treatment. The patient was discharged on (B)(6) 2017 and was advised to continue monitoring symptoms at home. Unfortunately, the patient experienced progressive shortness of breath on the morning of (B)(6) 2017 and developed ventricular tachycardia arrest on admission leading to the patient¿s demise. The cause of death was certified as heart failure secondary to dilated cardiomyopathy and lvad pump failure with acute chronic kidney disease. No additional information was provided.

Manufacturer narrative:
Review of the submitted system controller log file dated (B)(6) 2017 confirmed the reported pump stoppages and also revealed significant elevations in pump power. Four brief low speed/pump stoppage events were captured on (B)(6) 2017 while the system was operating on battery power. Significant elevations in pump power up to 13.4 watts were recorded preceding the first pump stoppage on (B)(6) 2017. In addition, pump power elevations up to 15.1 watts were recorded between (B)(6) 2017 10:53 and (B)(6) 2017 11:05. Review of the second log file dated (B)(6) 2017 appeared to show the pump operating as intended from (B)(6) 2017 with stable pump parameters and no interruptions in pump function or atypical alarms. A specific cause for the interruptions in pump function and elevations in pump power captured on the first log file could not be determined as no product was available for investigation. X-ray images of the internal and external portions of the driveline did not show any obvious areas of concern. The patient remains ongoing on lvad support with no further reported issues. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The lvad currently remains implanted in the patient but is not in use. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that multiple pump stoppages occurred on (B)(4) 2017 and (B)(4) 2017. Because the healthcare professionals were unable to restart the pump via the system monitor after several attempts, the driveline was disconnected from the system controller on (B)(4) 2017. The patient was reportedly in stable condition. The patient¿s most recent ejection fraction was 40%. It was reported that the pump will not be restarted due to clotting which would have already formed, and that the driveline will be removed. No additional information was provided.